Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the carefusion blue screen and the remote support service was offline. A field service engineer (fse) reimaged the hard drive and synced the system, but the installation still did not work. The fse redownloaded component manager and rss from the eft site and attempted the installation again, but it continued to fail. The drive was reimaged two more times, and different installation methods were attempted with no success. The technical support specialist (tss) and fse rebooted the station, but it remained stuck on the blue screen and would not manually launch the carefusion application. The fse and tss uninstalled the remote support specialist (rss) agents and the rss component manager, then reinstalled both using the knowledge articles "how to manually install rss agents & rss component manager" and "dst re-register rss component manager". After the reboot, the tss confirmed that the system successfully launched the carefusion application. The fse identified a port-related issue caused by the it department. Once this issue was corrected, the station was restored to normal operation. The system functioned as intended after the field service engineer and technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device was stuck on the carefusion blue screen after reimaging. The device (sjor11) could not be accessed via remote assist and had been offline for 15 days. It did not appear as connected in the remote assist application; however, reports were still crossing over with accurate data. The customer attempted to reboot the station, but the issue persisted. However, there were no delays, adverse events or injuries reported based on this event.